Event description:
The customer stated that discrepant architect ca 125 results were generated for a female patient on (B)(6) 2011 using two different ca 125 reagent lots. Reagent lot 96132m500 generated results of 86.00 and 90.70 u/ml. Reagent lot 01066m500 generated results of 31.90, 33.10 and 30.50 u/ml. The elevated results are suspected to be caused by an interference in the patient sample. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient (B)(4) (no consequences or impact to patient), device (B)(4) (incorrect or inadequate test result).

Manufacturer narrative:
Complaint tracking and trending review for architect ca 125 lot number 96132m500 did not identify atypical activity. Additionally, no nonstatistical trends were identified related to this issue. Accuracy testing was performed using in house architect ca 125 reagent lot 96132m500. Three panels of known concentration were tested on one architect instrument and each panel replicate was within the respective acceptance ranges. Based on the results of this investigation, the architet ca 125 ii reagent is performing as intended. No product deficiency was identified.